Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery for the past three days. She was on her ninth site. The patient's blood glucose was above 600 mg/dl at one point. The patient treated via manual insulin injection. A bent infusion set cannula was discovered. The no delivery alarm was resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.